Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense and shock channels. This noise resulted in symptomatic pacing inhibition. The noise could be reproduced through isometric motion, which suggested that the source for the noise was high voltage lead reversal in the header. An invasive procedure was performed, which demonstrated correct lead insertion in the header. The decision was made to explant and replace this crt-d with a non-guidant device.